Event description:
Caller reported blood glucose results of "400s" mg/dl and 137 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the current system, replacement was sent.